Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿predictive factors for iliac limb occlusions after endovascular abdominal aneurysm repair: determined from aortoiliac anatomy, endovascular procedures, and aneurysmal remodeling¿. Zihui yuan, chao du, yun you, jian wang therapeutics and clinical risk management 2024:20 297¿311 https://doi.org/10.2147/tcrm.s459594. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿predictive factors for iliac limb occlusions after endovascular abdominal aneurysm repair: determined from aortoiliac anatomy, endovascular procedures, and aneurysmal remodeling¿ the time frame of this study was over a nine-year period. 66 patients were included in this study. Medtronic endurant and talent stent grafts (74.2%) along with non-mdt stent grafts were implanted in the patients. In the patient population, the following malfunctions occurred: stent graft kinking the following adverse events were reported: occlusion, claudication, pain, ischemia, intervention no further information pertaining to medtronic products was provided.